Event description:
It was reported that during a ptca/ stenting treatment procedure, stent deployment difficulties were encountered which led to cardiac failure, cardiogenic shock and death of the pt. The lesion being treated was a 98% stenotic lesion in an unspecified coronary artery. The physician used a maverick 2.5 mm balloon to predilate the lesion for placement of a liberte' 24 x 2.5 mm stent. He subsequently positioned the stent at the target lesion and attempt to deploy it, but only 3/4 of the distal portion of the stent deployed. The proximal 1/4 of the stent was impossible to deploy. He attempted to deploy the proximal portion with a maverick 1.5 mm balloon, but at that point the pt experienced cardiac failure which progressed to cardiogenic shock and death.

Event description:
Device analysis can confirm that there were no issues noted with the returned device that could have contributed to the difficulty experienced during its use. Visual examination noted that the stent was not returned on the balloon. A microscopic examination of the outer diameter of the proximal weld area found no signs of focal necking. This was confirmed by measuring the outer diameter of the proximal weld area on a calibrated lasr mike, which measured within specification. The device was attached to an encore inflation unit and the balloon was inflated uniformly to its specified rated burst pressure. The balloon was then uniformly deflated in accordance with device specifications. This was repeated several times and on each occasion the balloon deflated within approx 2 seconds. No other complaints have been received for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. As root cause of the difficulties experienced during the procedure could not be determined, no further corrective action is to be initiated. All relevant engineering and manufacturing personnel have been informed of this complaint. Co will continue to monitor this type of complaint in order to ensure that there is no compromise of product quality.